Manufacturer narrative:
Patient information is unknown. (B)(4) - the reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire. The clip assembly was deployed and not returned. The reported event of clip failed to release was not able to be confirmed since the clip assembly was deployed and not returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01242 addresses the other device. It was reported to boston scientific corporation that two resolution ii clip devices were used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2011. According to the complainant, during the procedure, a clip was being placed at the target site, however, the clip would not release from the catheter. The physician pulled the device back into the scope and the clip pulled off the mucosa causing a tear in the tissue and increased bleeding. Additionally, the clip detached into the small bowel and was left to pass naturally. Two additional resolution ii clip devices were used to stop the bleed and complete the case. A second resolution ii clip device was received upon receipt of the first complaint device (mr # 3005099803-2011-01242). Confirmation was received on (B)(6) 2011 which revealed that two resolution ii clip devices failed to release from the catheter. However, the circumstances surrounding the failure of the second clip (mr # 3005099803-2011-01744) are not currently known. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01242 addresses the other device. It was reported to boston scientific corporation that two resolution ii clip devices were used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, during the procedure, a clip was being placed at the target site, however, the clip would not release from the catheter. The physician pulled the device back into the scope and the clip pulled off the mucosa causing a tear in the tissue and increased bleeding. Additionally, the clip detached into the small bowel and was left to pass naturally. Two additional resolution ii clip devices were used to stop the bleed and complete the case. A second resolution ii clip device was received upon receipt of the first complaint device (mr # 3005099803-2011-01242). Confirmation was received on (B)(4), 2011 which revealed that two resolution ii clip devices failed to release from the catheter. However, the circumstances surrounding the failure of the second clip (mr # 3005099803-2011-01744) are not currently known. The patient's condition at the conclusion of the procedure was reported to be stable.